Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Omsc judged that the coating of the guide wire was peeled off because the sharp part at the tip of the needle tube came into contact with the guide wire. The above combination use has been prohibited in the instruction manual.

Event description:
During a eus-guided hepaticogastrostomy, the subject device was used in combination with the guide wire. The tip of the guide wire was peeled off, and fell into the patient's bile duct. The fragment could not be retrieved. Considering the patient's condition, it was decided to wait the fragment to drain naturally and no additional treatment was planned. There was no patient injury reported. It was reported at a later date that the user used the devices with the understanding that the combination of them was prohibited. On december 7, 2020, olympus medical systems corp. (Omsc) judged that the reported event was reportable.